Event description:
The duett sealing device was deployed following an interventional procedure via a 6f sheath in the right femoral access site. Immediately following duett deployment, a small hematoma was noted, which grew in size. The patient's blood pressure and hemoglobin dropped, dopamine and levophed were administered, and blood was transfused. Manual pressure was held to control the bleeding. The event was resolved with no further complications.